Event description:
Dealer stated that the gears inside the tilt actuator is stripped out. End user can go into a tilt position but cannot come back to a standard position. No injuries or issue of abandonment.

Manufacturer narrative:
.